Event description:
Report received from USA stating that the device does not function. It is known that the device was used during neurosurgery. It is known that there was no pt or user injury. It is also known that there was no medical intervention, however, it is unk if there was any surgical delay related to the event. The date of the event is unk. No additional info is available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not function" could not be confirmed. However, during svc and repair, device failures were found but were not related to the reported event. If additional info is received a supplemental report will be submitted. (B)(4).